Event description:
Customer stated that he has been experiencing blood glucose levels above 250 mg/dl since the previous week and his average is usually 120 mg/dl. Blood glucose levels at the time of the call were 188 mg/dl. Customer has been treating his high blood glucose levels with his insulin pump. Customer also stated that he went to urgent care the previous day due to high blood glucose levels up to 363 mg/dl, but he was able to treat them. By the time the customer was treated in urgent care, his blood glucose levels had dropped to 39 mg/dl, but he was able to raise them to 54 mg/dl by drinking juice. Customer also stated that the backlight on his insulin pump was not working after he did the infusion set change. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.